Manufacturer narrative:
(B) (4). As the date of onset of this peritonitis episode is unknown and patient discards supplies after each therapy, the sample was not requested.

Event description:
The home patient (hp) contacted baxter regarding low drain volume alarm, which occurred on the homechoice (hc) during the drain cycle (B) (4). On (B) (6) 2010 during a follow up conversation, the nurse reported that the patient was admitted to the hospital for a hernia repair on (B) (6) 2010 and discharged on (B) (6) 2010. During the patient stay in the hospital, the patient developed peritonitis. The patient was seen at the clinic after this event and has recovered.